Event description:
Pt underwent right subclavian infuse-a-port placement. Post op period port diaphragm was reportedly found to be leaking both clinically as well as observed on follow-up fluoroscopy test.

Event description:
Add'l info rec'd from MFR 7/23/04: the complaint for the device was "the diaphragm was found to be leaking in the post-operative", therefore, the failure analysis performed was to determine where the device leaked from. The device was visualized for any noticeable defects in the septum, tubing to valve connection and catheter tubing (silicone). Next, a non coring needle (22g sold with pasv ports) connected to a 10 cc syringe filled with water, was inserted into the septum of the port. The port was flushed with water and observed for leaks during flushing. Finally, the catheter tubing was pinched closed, the inside of the port was pressurized (via injecting water from the syringe) and the device was checked for leaks. For all components, no leaking was observed during both the flushing and the pressurization testing, therefore, no failure mode could be assigned. Boston scientific utilizes a fixed upper control of 0.5% for reported incidents of this type. The observed frequency of reported incidents for this device has been 0.2% for the nine month period that ended june 2004. There is currently no frequency identified in the product labeling.